Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced high blood glucose level and reservoir was leaking. Customer's blood glucose value was 24.4 mmol/l at the time of the incident. Customer stated that the insulin pump had insulin flow block alarm. Troubleshooting was performed. Customer reported that event was resolved by changing complete set. The device will not be returned for analysis. Frn-unk-rsvr, unomed inf set.